Manufacturer narrative:
It was reported that the patient underwent large recurrent incisional ventral hernia on (B)(6)2014 and ventrio st mesh was implanted. It was reported that the patient experience pain, scarring, and adhesion. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent a hernia repair surgery on (B)(6) 2011 and mesh was implanted. It was reported that the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: (B)(4) 2018